Event description:
It was reported that the patient presented for a cardioversion procedure. Immediately after the procedure, it was noted the patient went into asystole. The patient was stabilized with external pacing and epinephrine. Device interrogation revealed that the pacemaker exhibited high capture thresholds, resulting in intermittent loss of capture, after a few minutes the thresholds returned to normal. No intervention was performed as the issue resolved by itself. The patient recovered and was in stable condition.